Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that a save to disk from (B)(6)-2013 would be needed to confirm the elective replacement indicator (eri) lock-up condition.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an elective replacement indicator (eri) lock-up message. It is a rare but known occurrence. The message was cleared upon device interrogation which would indicate it was not actually at eri. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.